Manufacturer narrative:
The perforator was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received: injury to the patient: uncontrolled intra-operative breach of dura and cerebral cortex surgical intervention required: controlled intra-operatively, no further intervention required. Delay in surgery: no. Descriptions of event: perforator drill failed to shut off once reaching inner table of skull during emergency external ventricular drain insertion. As a result, dura was breached and caused some cortical bleeding. This was controlled intra-operatively without further complication.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator plunged. No additional information has been provided.